Event description:
Information received by medtronic indicated that the customer reported pump battery lasts less than expected, pump cracked on the screen which affects ability to read, buttons were stuck and had communication issue between the pump and transmitter. Troubleshooting was not performed and it is unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.